Event description:
Her meter was reading higher than usual. While troubleshooting, it was discovered the meter was set in mmo1/l. The customer did not allege any adverse events due to the mmo1/l readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.